Manufacturer narrative:
The expiration dates of the reagents were provided: the troponin t reagent expiration date is 31-jul-2021. The probnp reagent expiration date is 31-mar-2021. The hcg+b reagent expiration date is 31-may-2021. The tsh reagent expiration date is 30-apr-2021. Upon further investigation, it was found that the customer was not using rack adapters for 13mm tubes. The cobas e411 operator¿s manual indicates that the correct use of standard tube rack adapters (sdtas) is mandatory for 13mm tubes, to prevent incorrect results and errors due to misaligned sample tubes. The field service representative checked all probe and measuring cell connections and alignments. Based on the data provided a clear root cause could not be identified. A general instrument or reagent problem could not be identified.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable results for multiple patients tested for troponin t, hcg +b , tsh, and probnp results on a cobas e411 immunoassay analyzer. Some of the troponin results were repeated on a different analyzer at a different site. (B)(4). The results were reported outside of the laboratory. The troponin t reagent lot number is 459546. The probnp reagent lot number is 435969. The hcg+b reagent lot number is 454060. The tsh reagent lot number is 448607. The expiration dates were requested, but not provided.

Manufacturer narrative:
Section b3 was updated. Calibration and qc data are both acceptable. Based on qc data, the assay was performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.